Event description:
Doctor reported that implant fractured and was removed. After visual inspection it was observed that implant fractured at the collar of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the returned implant identified a fracture at the threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were high bone density - type I. The reported device was in an unknown tooth location. Device history record (DHR) review was completed for the subject lot number 2019101386. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2019101386 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.